Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for a tick bite and high blood glucose. The customer's blood glucose was 512 mg/dl at the time of incident. Customer also reported they were not feeling well prior to being hospitalized. The customer was treated at the hospital for their high blood glucose and tick bite. The customer was wearing the insulin pump at the time of incident. The customer declined to return the insulin pump for analysis.